Manufacturer narrative:
(B)(4). The sample is not available, therefore, baxter cannot determine the root cause. Since the lot number is unknown, a batch review will not be performed. The 510k number will not be provided in this report as the product code is unknown at this time. Should additional information become available, then a follow up report will be filed.

Manufacturer narrative:
(B)(4). This report for the system error 2240 (air in line) was not confirmed. The root cause of the complaint was not determined. Similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
A customer contacted baxter's technical service center and reported receiving system error 2240 (air in line) alarm on the homechoice (hc) machine during drain 4 of 4. The technical service representative (tsr) assisted the home patient (hp). Per the hp there are no disconnections and the unused clamps were closed. The hp cycled power. On (B)(6) 2011, product surveillance contacted the caregiver (cg) regarding the alarm. The cg stated the hp got up in their sleep and caused a disconnect in the lines which resulted in the alarm. The cg stated they let the nurse know about the alarm and there was no medical intervention or injury. No further information is available.